Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, out of box/during set-up, the unit was leaking buffer solution. The product was not used. There was no patient involvement. The surgery was not delayed.

Manufacturer narrative:
Terumo has received the actual device; however, terumo is still investigating this issue and will be submitting a f/u report when more info becomes available. (B)(4).